Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device is working as expected and helped stop pain. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery did not charge. Manufacturer tech tried unsuccessfully to jump start battery. Patient was going to have the battery replaced on (B)(6) 2018 by the surgeon. Patient provided their weight information and their new contact information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - post lumbar laminectomy syndrome. It was reported that the patient was needing an MRI and wondered if the neurostimulator (ins) battery could be removed for the MRI. Patient reported their ins was implanted to alleviate severe back pain/problems and patient reported when the ins was put in, even without really using the stimulator his pain was relieved. Patient stated he was using the ins sporadically for the first couple of years and the patient pretty well went away. Patient reported he started to neglect charging the ins because he had not been in pain. Patient reported now he is unable to charge the ins but his back pain started to come back and this is why he needed an MRI. Patient reported he was unable to charge about 6 months ago and had return of pain about 2 weeks ago. Caller was redirected to follow-up with healthcare provider. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that charging works fine. Patient did not have any pain issues following surgery. Patient had needed battery replaced to handle future problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.